Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn off. Evaluation revealed that all of the keypad buttons required excessive force and multiple button presses in order to elicit a response. The keypad buttons were found not to spring back or click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump's cover was removed, a new display screen was inserted and the pump's screen was found to illuminate to normal contrast.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.